Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis and exit site infection. The nurse stated that the patient began unspecified treatment for the exit site infection. It was not reported whether the bacterial peritonitis with (B)(6). And exit site infection were resolved. The action taken with the dianeal pd4 ultrabag was unknown. The nurse stated that the event of exit site infection was not related to the dianeal solution. A causality statement was not provided for the event of bacterial peritonitis with (B)(6).

Manufacturer narrative:
(B)(4). The complaint for peritonitis-no malfunction or use was found to have no device malfunction or use error identified. The problem cannot be confirmed due to no use error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter will continue to monitor similar reports to determine if further actions are required.